Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. Device has been explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis results: visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.